Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 connector on the lcd board. No blank display noted. Unable to perform functional testing due to buttons unresponsive. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call, the esc button on the insulin pump stopped working. The customer had fallen on the ice and the device shut off and it won't come back on. None of the buttons were working on the device. The customer's blood glucose was 56 mg/dl, in the morning it was 128 mg/dl and doesn't recall current. Customer's father stated the device did have signs of damage the screen was scratched and the bottom of the pump. The drive support cap was sticking out. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be re placed. Customer's father agreed to return the device for analysis.